Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had inaccurate cgm values 5 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced loss of consciousness and when a fingerstick was taken, the cgm was reading 4.5 mmol/l, and the blood glucose reading was 1.4 mmol/l. The patient was treated by their wife with a glucagon injection. No further treatment was reported to be needed, and at the time of the report the patient was stable and okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information available.